Manufacturer narrative:
The customer did not retain the lot number which determines the date of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the patient had a laryngeal mask airway (not medtronic¿s) placed, the pedicap device was attached and the patient was bagged. It was reported that immediately the color of the device was observed to have turned yellow and the nurses heard air entry and saw the chest rise however; patient was not revived. According to the reporter, the case went to the coroner who discovered the laryngeal mask airway was in the esophagus. At this time, it is not clear how the device contributed to the event. Medtronic has requested additional information regarding the circumstances surrounding the event and if provided, it will be updated in a follow up report.